Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I had an endometrial ablation in (B)(6) 2023 because I was bleeding so much it caused me to become anemic") in a 46 year-old female patient who had essure inserted (lot no. B27985) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), abdominal distension ("bloating") and blood loss anaemia ("I had an endometrial ablation in (B)(6) 2023 because I was bleeding so much it caused me to become anemic"). The patient was treated with surgery (on (B)(6) 2023 endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, back pain, arthralgia and abdominal distension had not resolved. The outcome of blood loss anaemia was unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, arthralgia, genital haemorrhage, blood loss anaemia or abdominal distension. The reporter commented: I had an endometrial ablation in (B)(6) 2023 because I was bleeding so much it caused me to become anemic. The endometrial ablation helped with my bleeding but, my pain was worse after and seems to be getting worse. Expiry date of essure: unknown pelvic pain, back pain, hip pain, bloating were not treated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I had an endometrial ablation in (B)(6) 2023 because I was bleeding so much it caused me to become anemic") in a 46 year-old female patient who had essure inserted (lot no. B27985) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), arthralgia ("hip pain"), abdominal distension ("bloating") and blood loss anaemia ("I had an endometrial ablation in november of 2023 because I was bleeding so much it caused me to become anemic"). The patient was treated with surgery (in (B)(6) 2023 endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, back pain, arthralgia and abdominal distension had not resolved. The outcome of blood loss anaemia was unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, arthralgia, genital haemorrhage, blood loss anaemia or abdominal distension. The reporter commented: I had an endometrial ablation in (B)(6) 2023 because I was bleeding so much it caused me to become anemic. The endometrial ablation helped with my bleeding but, my pain was worse after and seems to be getting worse. Expiry date of essure: unknown. Pelvic pain, back pain, hip pain, bloating were not treated. Lot number:b27985 manufacture date:2013-04,expiration date:2016-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-aug-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.